Manufacturer narrative:
On 11/25/19, the suspected medical device was returned for evaluation. On 12/18/19, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, no apparent damage was observed. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant (right) and a 300cc mentor memorygel breast implant (left) and experienced postoperative bilateral capsular contracture (left grade: ii, right grade:IV) and right-sided rupture. The right-sided rupture was visualized via ultrasound performed on (B)(6) 2019, and MRI performed on (B)(6) 2019 suggested possible bilateral rupture and right-sided mastitis. However, on (B)(6) 2019, a healthcare professional reported that only rupture on the right-sided implant was confirmed. As a result, the patient underwent bilateral removal and replacement with a 275cc mentor memorygel breast implant (right: catalog #: 3502751bc, serial #: (B)(4)) and a 250cc mentor memorygel breast implant (left: catalog #: 350-2501bc, serial #: (B)(4)) on (B)(6) 2019. This report is for the left prosthesis.